Manufacturer narrative:
The investigation determined that the veran hardware and software did not cause the delay. The issue was resolved on-site by by correcting the issue with the hospital network and domain, and re-scanning the patient per the veran protocol. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
A veran territory manager/sales representative was on-site when the following event occurred. The representative was unable to get into the veran laptop, sys-0185 (spin planning laptop workstation), due to the hospital's information technology (it) security/domain blocking the username and password from working. In addition, the hospital did not order an in-house computed tomography (CT) scan for the patient because they were planning to use CT scans from another facility. The hospital's it staff informed the veran representative that due to the laptop not being used and not having been checked in on the hospital's domain security system in over 60 days, the username and password were deactivated as a security measure. In addition, the CT scans provided by the other facility were insufficient for the veran scan protocol parameters. Once they were able to log on to the laptop and the patient was re-scanned per veran protocol, the scans were able to be uploaded to the laptop and they were able to proceed and collect samples, as planned. There was no patient injury or impact due to the issues; however, the patient was under anesthesia for an additional 90 minutes while the it issues were being addressed and the patient was being re-scanned at the user facility. There was no malfunction of the veran laptop. This event is being reported due to the 90-minute delay during which the patient was under anesthesia.